Manufacturer narrative:
UDI related data quality updates only. The report represents a correction to a previously submitted MDR 3007895168-2024-00007. Brand name: demediox. Version or model: px2x783090a16mb. Company name: demetech corporation. Primary di number: (B)(4). Device description: absorbable polydioxanone surgical suture. FDA premarket submission number: k082097.

Event description:
On (B)(6) 2024, the patient reported that they had pdo threads implanted on (B)(6) 2024. On (B)(6) 2024, according to the hcp, patient experienced pain with the thread poking under the skin at the endpoint in the middle of the neck. During the follow-up, patient was injected with hyaluronic acid by the hcp to soften the thread. According to the hcp, patient presented no changes two weeks later. Patient experienced another pdo thread migrated from the jawline into the chin. Hcp extracted the thread and attempted to remove another thread at the thyroid cartilage aspect but was unsuccessful. Patient was injected with hyaluronic acid by the hcp again to soften the thread. On (B)(6) 2024, hcp was informed by the patient that the thread had extruded out. On (B)(6) 2024, the hcp confirmed that the patient is currently in good condition.

Event description:
On (B)(6), 2024, the patient reported that they had pdo threads implanted on (B)(6) 2024. On (B)(6), 2024, according to the hcp, patient experienced pain with the thread poking under the skin at the endpoint in the middle of the neck. During the follow-up, patient was injected with hyaluronic acid by the hcp to soften the thread. According to the hcp, patient presented no changes two weeks later. Patient experienced another pdo thread migrated from the jawline into the chin. Hcp extracted the thread and attempted to remove another thread at the thyroid cartilage aspect but was unsuccessful. Patient was injected with hyaluronic acid by the hcp again to soften the thread. On (B)(6), 2024, hcp was informed by the patient that the thread had extruded out. On (B)(6), 2024, the hcp confirmed that the patient is currently in good condition.